Manufacturer narrative:
Initial and final MDR 1901813- MDR 3003442380-2024-11412- device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusions fell off due to which hyperglycemia occurs within three hours of use. High blood glucose level was 250mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.